Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare provider reported rupture, and "poorly defined hypoechoic image of approximately 5 mm (siliconoma)" for the right side. Device has been explanted.